Event description:
It was reported, the video system center did not display image on probation. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. Troubleshooting was done with technical support. The customer was instructed to check all video cables and adapters. The customer confirmed the issue was not with the olympus device. Customer will need to trouble shoot video cables and adaptors or contact provation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2024-02253 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.